Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified artery below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the 1st inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood and contrast in the inflation lumen and balloon. Magnified inspection identified a longitudinal burst that started 40mm from the tip of the device, and was 30mm in length. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified artery below the knee. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the 1st inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.